Event description:
Female with tracheal stenosis y stent - patient with persistent dyspnea presented for balloon tracheostomy. Under general anesthesia, patient was bronchoscoped with visualization of sub glottic stenosis. The balloon was inflated, the patient experienced desaturation, low heart rate and hypertension. Decision made to remove catheter. When removed, balloon separated from catheter. The patient was intubated with rigid bronchoscope with removal of deflated balloon. The patient required ephedrine, atropine, epinephrine and ventilation. The patient was admitted to the ICU. The patient had an mi, ischemic hepatitis, renal failure and decreasing hct. The patient developed progressive organ failure & expired.